Event description:
Procedure type: lap chole. According to the reporter: post operatively the patient became ill and was returned to surgery in 2009. The abdomen contained bile, which was removed and washed out. It was noticed that the clips that occluded the cystic duct were no longer present. The cystic duct stump was sutured closed endo-looped. The patient was released in the next day in stable condition.